Event description:
The company is promoting products as not needing 510k applications, when in fact they do. Gowns do not have 510k applications and masks are not up to specifications. The company is telling clients that the products meet osha standards.